Event description:
It was reported that the vns patient passed out on (B)(6) 2014. The patient was rushed to the hospital the same day and had a full cardiac work-up. The patient¿s diagnosis is unknown to date. The patient reported that her blood pressure was extremely low. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Clinic notes dated (B)(6) 2014 indicated that there were no adverse events associated with vns and no any reference to the reported hospitalization. Therefore, it is assumed that any vns-related events that may have been associated with the hospitalization in (B)(6) 2014 were resolved by then. The patient's treating physicians have elected to to continue with vns therapy giving further indication that vns is not causing syncope in this vns patient.